Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed that the returned driver's distal hex drive is broken-off at its base and the fracture face is at an angle to the distal face of the driver. Based on the information provided and device evaluation, the most likely cause(s) of this event is prying / leveraging the driver while the implant was still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw was inserted and when the driver was removed, the very tip of the driver broke off flush within the screw. The driver tip was not retrieved. The screw was successfully seated and the case was completed. Lateral collateral ligament repair of rt thumb. Female patient.